Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Discarded at site.

Event description:
This procedure is part of (B)(6) - following the removal of the last guidewire/catheter, the patient experienced a tia with symptoms including aphasia and right hand paralysis. Neosynephrine was administered and the patient recovered without sequelae. Please reference MDR 2183870-2012-00013 for the protege rx used in this procedure.